Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the blade of the device doesn't retract into the sleeve once the trocar is in the abdominal cavity.